Manufacturer narrative:
Per good faith effort (gfe) response, the da pcba was not seated properly following a flow sensor assembly replacement. Once the da pcba was reseated, the issue was resolved. The device passed the required performance verification tests per philips standard and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that a 110b "proximal pressure sensor autozero failed" error occurred. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that a 110b "proximal pressure sensor autozero failed" error occurred. The customer noted that the 110b error code was logged in the event log. The remote service engineer (rse) discussed the suggested repair with the customer per the v60 service manual and advised the customer to replace solenoids 3 and 4 if there was nothing wrong with the pin alignment from the solenoid valves to the data acquisition (da) printed circuit board assembly (pcba). The rse also provided the customer with the part number and price of the replacement solenoid valve for repair. Resolution and disposition are pending.